Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID d314trg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#513;d premature battery depletion. It was noted that t he left ventricular (lv) lead output was slightly high and the battery lasted less than four years. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.